Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. It was also observed that one of the blades and a blade pad had detached from the balloon and were not returned; however, 3.5 mm of the proximal section of the blade pad was still intact. The three remaining blades were fully bonded to the balloon and no damage was noted to the other blades. A visual and microscopic examination observed no damage to the tip. A visual and tactile examination found that the shaft was kinked at various positions along its length. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a blade detachment occurred. The 90% stenosed target lesion was located in a moderately tortuous left cephalic vein. A 6.00mm/2.0cm/50cm otw peripheral cutting balloon¿ was selected for treatment. During procedure, the cephalic vein was dilated from subclavian vein to forearm at about 10 times at the average of 8atm with a non bsc inflation device. When the device was removed from the patient, it was noted that one of the blades was detached. The blade was not found when plain close up film was taken and either on the sheath or at the hemostasis valve section. The procedure was completed with this device. There were no patient complications reported and the patient was observed further after the procedure.

Event description:
It was reported that a blade detachment occurred. The 90% stenosed target lesion was located in a moderately tortuous left cephalic vein. A 6.00mm/2.0cm/50cm otw peripheral cutting balloon¿ was selected for treatment. During procedure, the cephalic vein was dilated from subclavian vein to forearm at about 10 times at the average of 8atm with a non bsc inflation device. When the device was removed from the patient, it was noted that one of the blades was detached. The blade was not found when plain close up film was taken and either on the sheath or at the hemostasis valve section. The procedure was completed with this device. There were no patient complications reported and the patient was observed further after the procedure.